Event description:
It was reported that during the implant procedure, the lead exhibited an anomaly at the distal end and could not be fully advanced through an introducer sheath. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.